Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was checked visually, electrically, and mechanically. This inspection did not find any deviations from the technical specifications that could be related to the clinical complaint. The lead proved to be conforming to specifications and without defects. Especially the measurement values of the electrical analysis were within the technical specification. No anomalies could be detected during the performed screw tests. The manufacturing process of this lead was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.

Event description:
Ous MDR - it was reported that the lead dislodged approximately 1 month after the implantation. The lead was explanted and replaced.